Event description:
During a procedure one of the metal arms that holds the implant partially broke off of the implant inserter and is loose. The breakage occurred at the proximal end of the instrument where the mechanical articulation occurs at the linkage pin site between the arm and the center shaft. Surgeon was able to complete the insertion with the instrument and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No irregularities were found during the device history record review. A hardness test was carried out on this lot and was found to be acceptable at 48.2 hrc. No conclusion can be drawn as device is entering the investigation process.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dimensions, materials, and finishing processes are acceptable for a robust device. The pivot rod shows no bending deformation. The pivot rod failed because the stresses exceeded the ultimate strength of the material. No evidence of bending near the failure suggests this event resulted from an impact source. The design risk assessment is adequate for the intended use. The investigation is ongoing.

Manufacturer narrative:
This device is used for treatment, not diagnosis. One of the linkage arms were broken off at the pin. The inserter corresponds to the drawings and processes at the time of manufacture. A more thorough DHR review was carried out after it was revealed during the man. Eval. Where the device had broken. The pivot piece was manufactured on 12/10/2007 and the hardness was measured at the time of manufacture to be conforming at 47hrc. Too much force was applied to the tips causing the linkage to break. It is also possible that it broke due to a corrosion tension crack.